Event description:
It was reported that during a da vinci-assisted myomectomy procedure, the fenestrated bipolar forceps (fbf) instrument tip broke, and an injury occurred while removing the instrument. The fbf instrument tip broke during dissection of a posterior myoma and fell into the patient. The fragment was retrieved during the same procedure and was confirmed via visual inspection and an x-ray test. During the removal of the fbf instrument, uterine tissue was slightly torn causing minimal bleeding; however, hemostasis was immediately achieved using an energy instrument. The instrument was removed and replaced with a backup. The procedure was completed without further issues; there were no post-operative complications, and the patient has not returned to the hospital. A procedure delay of 15 minutes was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps (fbf) instrument to perform failure analysis and was able to confirm and replicate the customer reported complaint. The instrument was found to have a broken molded insulator. A broken piece, measuring approximately 4.74mm x 0.98-mm in size, was not returned with the instrument. A broken piece, measuring 1.11mm x 8.05mm in size, was returned with the instrument. Additionally, the instrument was found to have a dislodged grip tip. The dislodged grip tip, measuring approximately 4.67mm x 15.21mm, was returned with the instrument. This failure is likely caused by the broken molded insulator. The instrument was found to have a broken conductor wire at the distal end. The break on the conductor wire is located at the molded insulator. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken wire showed damage which may indicate potential mishandling or misuse of the instrument. A review of the provided image was consistent with the alleged complaint. It appeared that one of the jaws was detached from the instrument.

Manufacturer narrative:
Additional information: further investigation confirmed the grip base does not appear to be bent on the grip with the broken molded insulator, and the grip with the intact molded insulator does not appear to exhibit bending or physical damage.

Event description:
Refer to h11 for follow-up information.